Event description:
This is for hybenx gel product. After applying the gel, severe irritation occurred on buccal mucosa and gingival margin where product was applied. Ringing with water were performed per instruction but did not help. There is no warning how severely the product can damage the tissue is stated in the instruction for use, IFU (instruction for use). This lot is either has a production issue or there is not sufficient warning in the IFU for the severely damaging the tissue. Lot number is: p34sg, exp: 2025/03/22.